Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had a ¿nonfunctional¿ neurostimulation implant. The patient noted their healthcare provider ¿couldn¿t figure out what to do¿ with the device. There were no further event details reported at the time of initial report; no further complications were reported or anticipated. The patient¿s indication for device use was complex regional pain syndrome type 1.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.